Event description:
It was reported that the system had an elevated shock impedance greater than 200 ohms. The doctor has elected to revise the system. There were no additional adverse patient effects.